Event description:
Rn accessed patient's port with bd safestep huber needle and drew labs. When rn deaccessed the port, the safety mechanism engaged before the needle was fully removed. The tip of the needle was still sticking out past where the safety had locked, causing the potential for a needlestick event.